Manufacturer narrative:
This report is being amended to reflect changes. The components were reviewed for compatibility with no issues noted. Review of the device history records for the tibial component identified no deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device; however, the nature of the harm is unknown at this time.